Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported that implants were misplaced superiorly and had to be replaced intraoperatively. The case logs and conversations with the globus medical representative determined that the root cause was a combination of excessive deflection forces and a dynamic reference base (drb) shift. Skiving can lead to the misplacement of screws. Drb shifts can cause navigational integrity issues and can lead to the misplacement of implants. The user acknowledges that they performed anatomical landmark checks with each new instrument or level to ensure navigational integrity before proceeding with navigation as recommended ultimately, the user opted to re-register the patient using the intraoperative workflow with e3d to replace the implants and the case was completed with no adverse effects to the patient reported. This evaluation has been completed and there are no associated work order or part returns. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained.

Event description:
It was reported that while using the excelsius gps system robot with the e3d. Surgeons did a decompression after the spin with navigated duropro. We then proceeded to screws. Once we placed the screws, they appeared to be slightly superior, and we had to replace three of them. We did a second spin and replaced the screws, and on that attempt, everything went to plan.